Event description:
After using the icy hot patch on my neck for muscle aches and pain, I have experienced a burn like patch on my neck which will not go away. It seems to be aggravated at times when things such as jewelry or clothing come in contact with it. It is a dry patch which will start to itch, then burn. I have tried creams, not wearing jewelry, etc. Depending on the day will depend on the severity of the symptoms. There is no relief and I am unable to put anything on the area. I have waited for this to correct itself and will have to call soon to schedule an appointment with an md for eval. Having my family check the area they say it is like a burn. Any info available would be greatly appreciated. Dose or amount: 1 patch. Frequency: 8hrs. Route: top. Dates of use: 2007. Diagnosis or reason for use: neck pain. Event abated after use stopped or dose reduced? No.